Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm during out testing and the motor was tested outside the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was cracked due to attempting to remove battery cap. Customer also reported that drive support cap was normal and insulin pump received a motor error alarm, but was able to rewind and alarm was not received any longer. Customer's blood glucose was 478 mg/dl. Customer was advised that insulin pump would need to be replaced.